Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus delivery stopped due to an empty cartridge alarm. Reportedly, the customer had 4 units left while trying to deliver 2.01 units. Troubleshooting did not occur with tandem&#38112;technical support as all the supplies were changed prior to issue being reported. Customer's blood glucose level was 236 mg/dl. The contact indicated that insulin would be delivered.